Manufacturer narrative:
Correction: after further review it was determined this event is a duplicate to 1723170-2016-02659 and therefore should not have been reported. All further investigation and details will be reported via 1723170-2016-02659.

Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report that, while in a spine l4-l5 procedure, a transforaminal lumbar interbody fusion (tlif), the site's solera tap was damaged. The navigated tap broke off in the pedicel while the surgeon was inserting it in, prior to screw insertion. Reported was that there were no fragments remaining inside the patient. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.